Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device check it was noted that the right ventricular (rv) lead threshold was high. The device trend indicated that the threshold had been high since implant. The patient is 0% paced in the rv so the doctor does not intend to revise the lead. The lead remains in use. No patient complications have been reported as a result of this event.